Event description:
Correction: the date of awareness in the initial report [6000034-2024-03551] was incorrectly reported. The correct date of awareness is july 23, 2024, not september 26, 2024, as previously reported.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery.